Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During implantation, once the wire entered the left anterior descending (coronary artery branch) it was suspected that a plaque shift/rupture which caused occlusion. The patient went into ventricular fibrillation and arrested, return of spontaneous circulation x2. The impella cp was immediately placed for support. Ultimately the decision was made to wean and remove the impella as the left femoral artery was very small and the foot was not being perfused.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.